Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was impacted; the customer declined to provide the value of the level. The customer changed the supplies on the pump and resumed insulin delivery. The customer declined to provide any additional information regarding the occlusions.